Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading during emergency room visit was 1000+ mg/dl. The customer stated that she was in the hospital a few weeks ago due to diabetic ketoacidosis. The customer had a soda and sushi. The customer had symptoms such as upset stomach, nausea and diarrhea. The customer was treated with fluids, insulin drip, potassium and magnesium.